Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated their device had not been working for probably 9 months. They said they tried to increase the stimulation and they could then feel it. The patient said they had increased stimulation and it was uncomfortable, but it was not at the time of the report. They said they had been having a symptom return. They were on program 3 at 2.4, but would adjust settings as necessary. They patient was able to sync with the programmer on the call and it showed stimulation was on. Information was reviewed. No further complications were reported or anticipated.